Event description:
I have a surgical mesh patch that has failed. This is the 3rd time. I have had several abdominal surgeries and each time the mesh-patch has failed. It has caused adhesions, bowel obstruction(s), abdominal pain and discomfort, and the need for repair every time soon following surgery. It seems to fail soon after surgery and I have to live with pain, discomfort, and irregularity for years until it gets so bad the dr thinks the benefits of surgery outweigh the down-side of the problems it causes. I currently have a herniated area in the patch that is in me and it causes pain, discomfort, irregularity. All the same symptoms are identical, soon following each surgery.